Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had poor coupling when charging their implantable neurostimulator (ins). The patient also noted that it was very hard to charge and it took 4-4.5 days to try to charge. The ins turned off and they experienced pain all of which started on (B)(6) 2016. Troubleshooting could not be performed at the time of report as the patient did not have the equipment with them. The indications for use for the implanted device were noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.